Manufacturer narrative:
Product ID 8703w, lot# l53969, implanted: 1998 (B)(6); product type catheter. (B)(4).

Event description:
Information previously reported in manufacturer report # 6000030-2013-00174: additional information received reported that the patient had never been able to hear her alarm and ¿the first time¿ her pump ran out she ¿got real sick¿ and didn¿t know it had been ¿out¿ for 3-4 days. The second time when she went to get a refill ¿they found it.¿ it was unclear if this was one or two occurrences of empty reservoir but it was noted that it happened when she ¿had the very first one put in.¿ it was noted that the device ¿only lasted 3 years.¿ the drug infused at the time of this event was not known. Unable to follow-up with contact information provided, no additional information was obtained. Now applies to this event and manufacturer report.